Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation was limited due to the unavailability of the patient sample for further analysis. A definitive conclusion regarding the sample status could not be determined based on the available information. The customer was advised to open a new case if a new sample from this patient or another patient exhibiting the same phenomenon becomes available.

Event description:
The initial reporter alleged inaccuracy in results obtained with the hbsag confirmatory test elecsys on the cobas e 801 module. The sample was initially tested for hbsag with results of 1.93 coi and 1.37 coi upon repetition. The sample was subsequently tested using the hbsag confirmatory test in two separate sessions. In the first session, the sample with control reagent yielded a result of 0.888 coi, and the sample with confirmatory reagent yielded a result of 0.328 coi. Control 2 with control reagent yielded a result of 3.96 coi, and control 2 with confirmatory reagent yielded a result of 0.530 coi. In the second session, the sample with control reagent yielded a result of 0.870 coi, and the sample with confirmatory reagent yielded a result of 0.359 coi. Control 2 with control reagent yielded a result of 4.13 coi, and control 2 with confirmatory reagent yielded a result of 0.526 coi. The sample was reported as reactive. Testing of the same patient sample at a different laboratory yielded a negative hbsag result, which was confirmed by molecular testing. The customer indicated that the initial dilution of the sample with confirmatory and control reagents was performed correctly at 270 l sample to 30 l reagents. The sample was not available for further investigation.